Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 1 of 8. Patient cancelled treatment and noticed fluid leaking from inside the cycler door. Availability of the sample set for evaluation is unknown but no sample has been made available at this time. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported that there were no patient injury. The patient's effluent remained clear. The patient was not prescribed any prophylactic medication. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.